Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem was broken at most proximal junction. Doi: unknown; dor: (B)(6) 2022; affected side: right hip.

Event description:
A. Lot number for from stm std 36+12l 13x18 (563618). B. Was the product broken into two or more pieces? C. Was there any patient harm relevant to this event? If yes, please kindly provide the details. D. Was there a bone fracture as well? E. Date of initial surgery? -I do not have the lot available for the product I was unable to retrieve it. Part was broken in 2 pieces. I am not aware of any patient harm, there was no bone fracture in this instance. The original surgery date is not known to me.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.